Event description:
It was reported that the patient has historically had high impedances on both sides. Today, the patient's ins and both extensions were replaced but once everything was reconnected, high impedances were still present on both sides. The extension/lead connection site was examined and it appeared there were wires exposed like it had been pulled. Caller mentioned that coming in to today's procedure, the patient's ins was located in their abdomen and patient had mentioned it felt like they "pulled it". The new ins placed today was placed in patient's chest. Caller stated both existing leads, new extension and new ins were left implanted and turned on so that patient can get some minor therapy from the system. Patient will return at a later date to have both leads replaced. Caller stated high impedances were first noticed "a while back" but they personally became aware of the high impedances about a month ago and didn't know when their colleagues had been previously notified.

Manufacturer narrative:
Device information references the main component of the system. Other relevant device(s) are: product ID: 3708695, serial#: (B)(4), ubd: 20-oct-2019, UDI#: (B)(4); product ID: 3708695, serial#:(B)(4), ubd: 20-oct-2019, UDI#: (B)(4); product ID: 3389s-40, serial#: (B)(4), ubd: 31-mar-2009, UDI#: (B)(4) ; product ID: 3389s-40, serial/lot #: (B)(4), ubd: 31-mar-2009, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the patient had the impedance issue for a while. The contacts with the impedance issues were not used, and the patient was programmed with other contacts which provided them effective therapy. Once the impedance issue was determined the neurologist wanted to schedule a revision surgery for the extension. The original plan was to perform a revision of the extension, but it didn¿t resolve the issue. The lead was replaced which resolved the issue along with the neurostimulator being moved from the abdomen to the chest as the battery was depleted possibly due to impedance issues which had now resolved. Prior to the replacement out of range impedance values ranged from monopolar 2,333-.5,000 ohms while bipolar ranges from 8,997->10,000 ohms (there was no oor noted). At the patient¿s post-operative appointment all impedance values were normal.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID 3708695 lot# serial# (B)(6) implanted: explanted: product type extension product ID 3708695 lot# serial#(B)(6) product type extension product ID 3389s-40 lot# v010169 product type lead product ID 3389s-40 lot# v010169 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.